Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the subject device had a burn on the biopsy channel at the distal end. The issue happened during sedation of an unspecified therapeutic procedure. The same device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tip cover was burnt and the electrical insulation of the tip was not secured. An abnormal angle was observed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: heat stress by handling the event is detectable and preventable by handling device in accordance with the following IFU. Chapter 3 preparation and inspection/chapter 4 operation 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.